Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and observed multiple 111 and 112 errors in the iabp log files. Further investigation revealed that the coiled cable was not fully seated into the video generator board. The fse reconnected the coiled cable which corrected the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the screen for the cardiosave intra-aortic balloon pump (iabp) blank and the iabp unit shut down. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the screen of the cardiosave intra-aortic balloon pump (iabp) went blank and the iabp unit shut down. The iabp was replaced. No patient harm, serious injury or adverse event was reported.